Event description:
During product evaluation the pump's air in line printed circuit board was found to be out of specification. There was no patient injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
Evaluation summary: this report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 27 2007. The condition of an out specification air-in-line printed circuit board was confirmed. The pump head module which contains the air-in-line printed circuit board was replaced.